Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a patient with a left side "exchange from textured to smooth due to concern with the product." Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Deflation: three openings observed, on anterior and radius side assessed, as surgical damage. Additional observations: creases were observed. White calcification observed, on the surface of the shell. Wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a patient with a left side "exchange from textured to smooth, due to concern with the product". Healthcare professional reported, left side deflation. Device has been explanted and replaced.